Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The device was received without pedi rocker arm or suit case and did not pass the functional test. The evaluation showed that the unit was received with the left and right pawls cracked and would no longer secure the ratchet extension arm and needed replaced. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the two halves of the a2114 mayfield infinity xr2 skull clamp does not consistently latch. There was no known patient involvement or delay in surgery.